Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque delivery system utilized in tricuspid position where wire placement was very challenging due to a shallow rv and a pigtail wire was used to help with this. After insertion, the device was very deep and different maneuvers were attempted to gain height. Eventually it was noted that the patient's blood pressure was dropping and an effusion was identified. They took out 900cc of blood via a tap. Additionally, after delivery system was removed and they were tapping the effusion, thrombus was identified in the ra (which may have likely ended up in lungs). Embolization occurred in the interim during the monitoring of effusion. Physician was unable to stop the bleeding so surgery was performed and the patient received a surgical valve and a repair to the hole in the right ventricular outflow tract (rvot) was completed. At last update, the patient was stable.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence via imaging evaluation. During the follow-up with edwards clinical specialist, it was confirmed that due to high tuberculation in right ventrical (rv), it was decided to pull back the delivery system (ds) into right atrium, and multiple wire pull/pushes attempted to place guide wire over tuberculation and during one of the wire push and pull maneuvers ds shot towards right ventricular outflow tract (rvot) at this step very little wire was out ~5mm and pressure dropped and additional interventions were performed. So available information suggests that the procedural issues related to guidewire management was identified as the root cause. No manufacturing non-conformities were identified from the imaging evaluation. The complaint for thrombus formation (device) intraprocedural was confirmed with other empirical evidence via information provided by edwards clinical specialist. However, the thrombus was not visualized in the imaging provided so a definitive root-cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.